Event description:
On (B)(6) 2014, a customer contacted bio-rad laboratories technical support department concerning a (B)(6) result obtained with the bio-rad laboratories' multispot hiv-1/hiv-2 rapid test kit. The pt did not have a prenatal screen performed for (B)(4). The test was repeated and gave a (B)(6) result upon repeat. A fourth generation test was performed on this sample and the result obtained was (B)(6). The sample was sent out for (B)(6) testing and the (B)(6). The sample was returned to bio-rad and product support testing obtained a (B)(6) result on the same lot and another lot but obtained a (B)(6)result on western blot test. The pt was treated based on the (B)(6) obtained with the multispot hiv-1/hiv-2 rapid test kit. Customer was informed of testing performed at bio-rad and was also directed to package insert specific info.